Manufacturer narrative:
An addition was made to b1.

Manufacturer narrative:
The device was returned for evaluation. The returned device was visually examined, and the following was observed: a curvature on the sheath shaft, liner fully expanded and liner torn 3'' from distal tip; c-marker present, minor damage on soft tip, hdpe damage and stretching noted near the axial score line at the distal tip. During dimensional testing, the liner thickness of the sheath was measured along the liner tear and all measurements were found to be within the specification. Imagery provided by the site revealed the patient's left access vessel had the presence of tortuosity, calcification, and undersized vessel regions. The 14f esheath+ is indicated for use with vessel diameters greater than or equal to 5.5mm. The complaints for sheath liner torn, and sheath distal tip damage were confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. A review of the DHR and lot history were unable to be performed as no lot information was provided. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''the sheath was perforated toward the tip which cause major bleeding at the access site (left groin) the sheath perforation occurred once the sheath was removed out the body. There were no difficulties during the delivery system withdrawal through the esheath or during the esheath removal.'' Per device evaluation, curvature on the sheath shaft and damages on the distal tip were observed. Curvature could be indicative of tortuous anatomy, while scratches could be indicative of calcified vessels. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Additionally, vessel tortuosity can create suboptimal angles during delivery system or balloon catheter advancement/retrieval through the sheath. Non-coaxial alignment can cause the delivery system or balloon catheter to catch onto the sheath liner and tear it upon advancement/retrieval. Undersized vessels may increase interaction between the devices and further contribute to the liner tear. Interaction with calcification may also damage the distal tip, as observed during product evaluation. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessels) may have caused or contributed to the sheath distal tip damage and sheath liner tear. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a left transfemoral tavr procedure, the sheath was perforated toward the tip which cause major bleeding at the access site (left groin). The physician was able to stop the bleeding by applying pressure and by closing the access site using the per close technique. The patient required a transfusion due to the major bleeding. No additional patient complications were reported.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a left transfemoral tavr procedure, the sheath was perforated toward the tip which cause major bleeding at the access site (left groin). The physician was able to stop the bleeding by applying pressure and by closing the access site using the per close technique. No additional patient complications were reported. Based on feedback from the fcs, the sheath perforation occurred once the sheath was removed out the body. There were no difficulties during the delivery system withdrawal through the esheath or during the esheath removal. The perceived root cause of the sheath perforation is calcium. A second sheath was not used to complete the procedure. The sheath will be returned for analysis.

Manufacturer narrative:
Based on the pre-deco evaluation, and addition was made to h.6: device code. Sections b.4, g.3, g.6, and h.2 were updated.